Manufacturer narrative:
E1: facility name: (B)(6) hospital. H3: neither samples nor pictures were received for analysis. The device history record of reported possible lot numbers 6005507 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device over infused. Per reporter, the starting volume was 138ml, continuous infusion rate: 3ml/hour, reservoir volume: 10.1 ml on the pump settings and given: 138 ml. The amount of medication remaining in cassette did not match the reservoir volume displayed on the pump. They did not attempt to withdraw the remaining medication in the reservoir to confirm because the bag was empty. The air detector was off, and the upstream sensor was on. The length of infusion intended: 46 hours. Length of infusion (actual): 42.5hrs. They used a syringe as the line primed when the pump was not used. There was patient involvement, and no patient harm/adverse event reported.